Event description:
It was reported that the pt, implanted with this implantable neuro stimulator (ins), stated that the device did not seem to hold a charge. The device had been working well for a few yrs, but in recent months recharging became an issue. The nurses tried using a new recharger w/o any success. At the time of replacement, the device had not been charged in 3-4 months so it could not be interrogated to check serial number and implant date. The decision was made to change the battery and to revise the lead at the same time to achieve better stimulation coverage of the painful area. The pt's status was undetermined at the time of this report. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.